Manufacturer narrative:
This report is submitted on (B)(6) 2017. (B)(4).

Event description:
Per the patient's audiologist, it was reported that due to retention issues, the patient underwent revision surgery (date not reported) in order to remove the internal magnet and convert the patient to a percutaneous baha implant system. An abutment was placed on the implant fixture, which remains insitu.